Manufacturer narrative:
(B)(4). The device history review for the product ermahook 1/2 hook 10 pkg/bx 6 hks/pkg, lot #73k1600692 investigation did not show issues related to the complaint. The investigation report has not been submitted at this time. Teleflex will continue to monitor and trend related events.

Event description:
The elastic broke during use on 3 different hooks. The patient's condition was reported as unknown at this time.

Manufacturer narrative:
(B)(4). The customer returned one unit of 382805 dermahook 1/2 hook pkg/bx 6 hks/pkg for investigation. One thermoplastic elastomeric (tpe) band was returned with the hook and suture. The suture was still attached to the band but the hook was not still attached to the suture. The returned sample was visually examined with and without magnification. Visual examination revealed that the tpe band was broken. It is not broken at point at which the suture thread is tied to the band. The returned sample appears used as there is biological material present on the device. Reference files (B)(4) for investigation photos. A functional test was conducted on the returned sample. The band was able to be stretched up to five times its length without snapping. According to dhf d001915 rev. 03, "the band shall be able to stretch at least triple or 300% its original length with a force of 0.90, 0.17 lb-force without breaking." By being able to be stretched up to five times its length without breaking, the band meets the requirement. It could not be determined what caused the band to break. Specifications per graphic 14-2-001470 rev. 01 and the dhf for this product, d001915 rev. 03, were other remarks: reviewed as a part of this complaint investigation. According to dhf d001915 rev. 03, "the band shall be able to stretch at least triple or 300% its original length with a force of 0.90 ¿ 0.17 lb-force without breaking." The IFU for this product, 220002750, was also reviewed as a part of this complaint investigation. The IFU for this product states, "if the elastic band contains tears, splits or other damage, do not use. Do not overstretch the elastic band." A corrective action is not required at this time as it could not be determined what caused the band to break. The device history record review showed no evidence to suggest a manufacturing related cause. The reported complaint of "broken" was confirmed based upon the sample received. One tpe band was returned with the suture thread still attached. The hook was also returned, but was not attached to the suture. The band was broken, but not where the suture thread was attached. Functional testing was performed and it was found that the returned band was able to stretch up to five times its original length without breaking which meets the requirement of being able to stretch three times its length. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. It could not be determined what caused the band to break. No further action will be taken.

Event description:
The elastic broke during use on 3 different hooks. The patient's condition was reported as unknown at this time.